Manufacturer narrative:
Product analysis: analysis confirmed the reason for return of software update not possible and additionally noted that the power supply was defective, the radiofrequency (rf) connector was defective, the stylus was damaged, the upper hinges (left and right) were broken as was the latch of the cable bay and the bullets assembly were broken. All defective parts were replaced and all other identified issues were resolved. The stylus was calibrated, software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be updated with new software. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.